Event description:
A check of pt's pacemaker in 2003 showed a ventricular lead impedance of 1000 ohms. Repeat testing four months later, showed a lead impedance greater than 3000 ohms, suggesting a lead fracture.